Event description:
It was reported that the customer was in a vehicular accident and was hospitalized, due to hypoglycemia. The reported blood glucose reading was 50 mg/dl. Troubleshooting could not be performed at the time of the report. The customer will call back to perform troubleshooting. The customer's doctor lowered his basal rates at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.